Event description:
A malfunction was reported on the customer's pump, with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller had not previously reset the pump for this malfunction, so technical support assisted with the reset, after which the malfunction did not recur.